Manufacturer narrative:
Patient information is not available for reporting. UDI# (B)(4). Implant and explant dates: event occurred intraoperative. Device was not implanted/explanted. Initial reporter facility contact number. (B)(6). Device history records review was completed for part# 04.210.114s, lot# l133323. Manufacturing location: (B)(4), manufacturing date: sep 16, 2016, expiry date: sep 01, 2026. Non-sterile part# 04.210.114, lot# h175189 was manufactured in us, (B)(4), manufacturing date: aug 21, 2016. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(4) as follow: it was reported that the reported device was used in surgery for distal radius fracture on (B)(6) 2017. A va (variable angle) locking screw didn¿t lock in a va plate and passed through the plate. That was a most distal hole and the surgeon used a guiding block. The surgeon used another screw and plate and completed the surgery; no other medical intervention was required. There was a surgical prolongation of 30 minutes reported. Patient outcome was reported as well. Procedure was completed successfully. Concomitant devices: guiding block (part# unknown, lot# unknown, quantity 1). This report is for one (1) 2.4mm ti va locking screw stardrive 14mm-sterile. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
A product development investigation and manufacturing investigation was performed for the subject device (2.4mm ti va locking screw stardrive 14mm-sterile, part number 04.210.114s, lot number l133323). The subject device was returned with the complaint condition stating screw returned in a worn condition. Head thread section is badly worn. No measurements could be taken there based on the present damages. Shaft thread does show wear marks and the surface color is rubbed off. Length was measured and did conform to specifications. Complained issue (locking screw did not lock in va plate) can be confirmed as the presented damages were caused throughout locking procedure where the screw was spinning in the plate hole and got damaged. No manufacturing related failure found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.